Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not open when the device was checked functionality before use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned in good visual condition; one loose clip was found inside the bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed two clips as intended and ejected sixteen clips; the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused this damage. No conclusion could be reached as what may have caused the reported incident. The device record was reviewed and no anomalies were noted during the manufacturing process.